Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl. The customer declined troubleshooting for high blood glucose level. The device will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in this report. (B)(4).

Event description:
It was reported that the customer was hospitalized due to heart attack and high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer experienced symptoms such as unconsciousness. The customer was treated with manual bolus. The customer was wearing the insulin pump during the hospitalization.